Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance was higher than normal. It was also noted that there was an increase in ventricular pacing and a decrease in the patient heart rate. Follow up was conducted and it was reported that the patient was deceased and died two days later due to ischemic cardiac disease. No further information was available.